Event description:
Catheter placed - unable to obtain core temperature. Upon examination, 1 of 4 wires found missing from thermistor port. Catheter removed. New catheter obtained and placed. Packaging discarded.